Event description:
Customer reported a bad sensor alert and sensor reading discrepancies. Customer's blood glucose was 80 mg/dl. The bad sensor alert occurred after a second calibration error. Customer was advised of proper calibration methods. Customer also stated that one time, her sensor reading was 50 mg/dl, but her blood glucose was actually 134 mg/dl. She stated she is not new to sensors and that she is a brittle diabetic. Customer declined troubleshooting for the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.